Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identification having issue after post 1.11 upgrade. A technical support specialist (tss) reported that an update package for the lumidigm biometric identification system was deployed to the device. The tss completed the deployment through the remote support system and confirmed with the customer that the issue was resolved after the update was successfully applied. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system biometric identification having issue after post 1.11 upgrade. However, there were no delay to patient care and adverse events or injuries reported based on this incident.